Event description:
In this event it is reported that an automatrix intro pkg-dual broke during use.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
5-19-2025: product not returned; image attached shows 1 automate iii tightening device with 1 flexshaft assembly installed (date code unknown) with weld failure/coil deformation causing the ¿tip¿ to break off. CAPA-2023-519 opened to address flexshaft failures for product manufactured by sarasota since september 2022 (date code 0922) through implementation date of may 2024 (date code 0524). Item# 663032 lot# 05834794 utilized item# 20780 lot# 06112038 (atuomate iii assy). Item# 20780 lot# 06112038 utilized item# 24703 lot# 06112006 (flexshaft assembly) which was produced 10-2022. Dhrs attached to case for traceability, complaint is considered substantiated.